Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient's representative reported "capsular fibrosis", "atopic dermatitis", "severe itching", "redness of the skin", "swelling on the fingers", "pressure and tension pain", "severe exhaustion", "sleep disorders", "considerable psychological stress and anxiety", "inner restlessness", "severe tension and nervousness in everyday life", "lymph node" and "the shell has dissolved or thinned out in the client's body, causing sticky silicone to escape". This record is for the right side. Device was explanted.